Manufacturer narrative:
Follow-up #1 date of submission 09/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box or alarm history did not show any alarms representing a malfunction. The total daily dose correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was done and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Unrelated to the complaint, the keypad buttons were responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2012 to report that on (B)(6) 2012 and (B)(6) 2012, the patient was complaining of a stomach ache and the reporter claimed the patient had a "sweet" breath odor. When the patient's blood glucose was tested, the reporter stated, she obtained blood glucose (bg) values that were on target; however, the patient also tested moderate (.6 mmol/l) for ketones. The reporter stated, the patient remained on the pump and currently her bg values were still normal and was testing negative for ketones. Animas customer support noted that the patient's mother had contacted animas on (B)(6) 2012, because, the subject pump had water in it. At the time of that call, customer support instructed the reporter that the patient disconnect from pump and go on her backup plan. The patient's mother continued the patient on the pump despite instructions to disconnect. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient remained on the insulin pump after being advised by animas customer support to discontinue use.

Manufacturer narrative:
The date the evaluation completed was (B)(4) 2012 not (B)(4) 2012 as previously reported.